Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) via a manufacturer representative (rep). It was reported that the patient was not able to change anything in the settings and the stimulation was very low. It also felt like it was coming from, or was in, the leg. No patient complications were reported as a result of this event.